Event description:
It was reported that the initial procedure carried out on (B)(6) 2023, with good opening of the subject stent, without the need to use a balloon. The subject stent was totally opening in a straight segment. Angiographic control was performed on (B)(6) 2024 with identification of a significant fish mouth in its distal portion (supraclinoid carotid), stenosis > 50%. No other information was provided.

Manufacturer narrative:
D4 gtin - corrected. D4: expiration date: added. G4 PMA/510(k) - corrected. H4: manufacturing date: added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the initial procedure carried out on (B)(6)2023, with good opening of the stent, without the need to use a balloon, total opening in a straight segment. Angiographic control carried out one year post procedure identified significant fish mouth in its distal portion (supraclinoid carotid), stenosis > 50%. There was no consequence to the patient, and no medical intervention required. The anatomy was reported to be moderately tortuous and additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions during the initial procedure on the (B)(6) 2023. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that the initial procedure carried out on (B)(6) 2023, with good opening of the subject stent, without the need to use a balloon. The subject stent was totally opening in a straight segment. Angiographic control was performed on (B)(6) 2024 with identification of a significant fish mouth in its distal portion (supraclinoid carotid), stenosis > 50%. No other information was provided.